Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.

Event description:
The customer¿s parent reported via phone call that the insulin pump¿s screen was solid white. It would not stop beeping. They had tried changing the battery. The insulin pump was hit against a door. The customer¿s blood glucose was 230 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.